Manufacturer narrative:
Additional product codes include: kra catheter, continuous flush. Dqe catheter, oximeter, fiberoptic. Dqo catheter, intravascular, diagnostic. Multiple attempts were made to secure the return of the device. However the device was not sent back for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The device history record review was not completed as the lot number was not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported during use the swan ganz catheter had difficulty being removed from a patient. As the nurse started to pull back on the swan she met resistance and was not able to withdraw the catheter more than 2-4 cms. They tried to advance the catheter back into place. They were able to advance a bit and retried withdrawal. They again met resistance and could not identify what the cause was of not being able to discontinue the catheter. They were able to finally withdraw the catheter carefully pulling to remove the catheter but required more force than they were comfortable with. Once removed there were no signs of clotting or any other potential causes of the difficulty. There was no patient injury. It is unknown if the device is available for evaluation.